Event description:
It was reported that an angio-seal was selected for use. The pt had undergone a routine angiogram with no complications. The pt's coronary arteries were clear and the common femoral artery puncture site was closed with the angio-seal vip. The pt was sent home that evening. One week later, the pt noticed tingling and coldness in his leg. Claudication was suspected. An ultrasound of the groin showed narrowing at the puncture site where the angio-seal was placed. A surgical consult was organized. Additional information was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's information guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.